Event description:
A low reading issue was reported with the freestyle libre sensor. The customer obtained a 'lo' message (readings <40 mg/dl) upon scanning and subsequently experienced a loss of consciousness. The customer's son obtained a capillary result of over 500 mg/dl via competitor brand meter and provided 40 units of novolog insulin and 120 units of levemir insulin for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.